Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information received indicated the device was in radiofrequency (rf) telemetry lockout. Rf telemetry lockout is a normal device function. No device malfunction occurred.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported a radiofrequency (rf) telemetry anomaly occurred on the device. No intervention was performed at this time. The patient was in stable condition.